Event description:
A ventilator was returned to a third-party service center for a periodic maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the factory authorized service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's defective circuit board to address the issue. No further investigation is required at this time. Additionally, the device's flow sensor and system board are defective, and need to be replaced. The device's muffler and filter are dirty and need to be replaced.